Event description:
It was reported that approximately two weeks post implant the patient was in decompensated heart failure. A b-type natriuretic peptide (bnp) blood test showed elevated results. The patient presented to the clinic complaining of chest pain and increased dyspnea on exertion. The event was deemed related to the implant procedure. Medications were prescribed and symptoms had improved by the next follow-up appointment. The device and leads are still in use. The patient is enrolled in the adapt response study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.